Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 correction: e1 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: purple image, fiber bonding in the outer tube area (distal end) damaged and llk plug of the video cable section contains foreign a root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- due to broken video cable, image was purple and fiber bonding in the outer tube area (distal end) damaged, with the most probable cause traced to a component failure and llk plug of the video cable section contains foreign, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had an image color problem. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.